Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015 approximately at 08:00 a.m. Blood glucose level 485 mg/dl. At approximately 09:30/10:00 a.m. Blood glucose level 520 mg/dl. Customer went to her diabetes specialist to change bandage on her belly because she has an abscess on the left side of her belly. Customer thinks the abscess was her own fault. Because of the high blood glucose level, customer was brought by taxi to the hospital. At 11:00 a.m. Blood glucose level 620 mg/dl per lab. Her diabetes counselor noticed that the tube was leaky and crushed. She was treated for ketosis and hyperglycemia with insulin via perfusor. A request was made for the return of the transfer set.